Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were offline. A field service engineer (fse) had continued troubleshooting that drawers were showing but not opening. Fse replaced the universal serial bus (usb) cable, power supply module, and called medbank support, but the issue remained. Additional parts were ordered. Fse found all drawers failed and disconnected from the bus. Replaced the all-in-one; station worked for 10 minutes before drawers disconnected again. Fse replaced the comm sled; drawers worked for 5 minutes and replaced drawer 10 controller boards, and cubex configured the drawers. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. User reconfigured the ipv4 and drawers were connecting but it kept disconnecting and then reconnecting. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.